Manufacturer narrative:
Device evaluated by MFR: the device was received coiled in the hoop. When the device was removed from the packaging hoop, it was noted that there was a complete fracture of the hypotube. The hypotube fracture was 26 cm from the hub. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. The balloon was tightly folded. Blood and contrast were visible in the balloon and inflation lumen. An inflation device filled with water was attached to the proximal end of the distal length of shaft. The device was inflated to nominal pressure and the device maintained pressure with no indication of any leaks or other irregularities. The reported balloon burst was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 60% stenosed, 4.0x16mm, eccentric, de novo ostial target lesion was located in the left anterior descending artery. A quantum maverick 15mm x 3.25mm balloon was advanced to treat the target lesion. During "operation", the device was noted to be "broken". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon reciept and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 60% stenosed, 4.0x16mm, eccentric, de novo ostial target lesion was located in the left anterior descending artery. A quantum maverick 15mm x 3.25mm balloon was advanced to treat the target lesion. During "operation", the device was noted to be "broken". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.